Manufacturer narrative:
Concomitant medical products: optetrak asy,ps cemented femoral, sz 3 (cat# 234-02-03 / serial# (B)(4)). Trapezoid tibial tray sz 3f/3t (cat# 204-04-33 / serial# (B)(4)). Three peg patella 32mm (cat# 200-02-32 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 7 yrs postop the initial l tka, this (B)(6) male patient presented with a ¿sore knee¿ ¿ the insitu patella (patient's natural patella) was worn and the pe was also worn out. The prosthesis was revised to a competitor's knee. Patient was last known to be in stable condition following the event. There was no breakage of the device. There was no surgical delay/prolongation. Device is to be returned.

Manufacturer narrative:
After further review of additional information received the following sections g3, g6, h2, h3 and h6 have been updated accordingly. (H3) the revision reported was likely the result of axial rotational mismatch between the femoral and tibial components, third body wear, patient-related conditions, or any combination of these possibilities, which led to prosthesis wear. Additionally, a contributing factor to the wear and delamination may have been the result of being packaged in a non-conforming vacuum bag for more than five years. However, this cannot be confirmed as the devices were not available for evaluation. The most probable root cause associated with the reported event of "prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.

Manufacturer narrative:
Section h11: the following sections have corrected information: (h3) the revision reported was likely the result of axial rotational mismatch between the femoral and tibial components, third body wear, patient-related conditions, or any combination of these possibilities, which led to prosthesis wear and prosthesis fracture. Additionally, a contributing factor to the wear and delamination may have been the result of being packaged in a nonconforming vacuum bag for more than five years.